Event description:
Bravo placed to lower esophageal sphincter and patient discharged with device and monitor intact. When returned, device had no memory.what was the original intended procedure?esd with bravo placement.device #1is this a laboratory device or laboratory test?no.